Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo 90 infusion set was falling off the patient's body a couple hours after inserting the site. It was noted that the adhesive film was not on the insertion device when the infusion set was first opened from its packaging. The patient's blood glucose was adversely affected and reported at over 600mg/dl during the week and 347mg/dl at time of report. A correction bolus was administered to address the high blood glucose. No permanent injury was reported. See MFR: 3012307300-2016-00157, 3012307300-2016-00158, 3012307300-2016-00160, 3012307300-2016-00161, 3012307300-2016-00162, 3012307300-2016-00163, 3012307300-2016-00164, and 3012307300-2016-00165.